Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, while the surgeon was doing the tlh, the white pad of the blade was melted quickly. She finished the procedure with a new device. There were no adverse consequences to the pt.